Event description:
It was reported that an intravia bag was observed to have a piece of plastic floating inside. The bag was filled with a non-baxter medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: the report source was not foreign. Additional information: evaluation summary: the evaluation of the returned device is complete. A visual inspection identified a piece of plastic inside of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.